Event description:
It was reported that the patient presented in the clinic. While interrogating the device, it was observed that the device exhibited diagnostic anomaly. Programming changes were made. The patient was stable.